Event description:
A bausch + lomb lens implant was put into my right eye. It was a 10 envsta serial no. (B)(6) bausch & lomb inc blmb diop (B)(4). Bausch & lomb inc has voluntarily recalled that lens. I was blind in that eye for several days until it started to recede. It's now been 3 months and my eye is almost totally healed, other than my vison is still blurry. I am told that it can be zapped to improve it. Needless to say I'm a little hesitant. I saw the doctor every day after the surgery for approximately a week - which gradually lessoned after that.